Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. Batch # unk. Additional information was requested, and the following was obtained: what color cartridge was being used? Green reload was used. Gst60g stapler was also articulated. A manufacturing record evaluation was performed for the finished ech60l with lot/batch number x96g45, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure that on the first firing after closing the stapler the surgeon released the safety and the device started the firing sequence. Staple line was complete and intact. When attempting the removing the device the device only opened partially, surgeon then used his hands to pull the closing trigger to open the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # 129c02. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. While the device was being tested for functionality it was found that the firing trigger is not correctly biased and allows for automatic activation of the firing sequence when the firing trigger lock is disengaged. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled and it was found that the firing trigger spring had become disconnected. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 129c02, and no non-conformances related to the reported complaint condition were identified.